Event description:
It was reported that during an unknown procedure, after firing, some of the staples were malformed. He then used hand sewing to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 07/23/2008. Evaluation summary: the analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. It is possible that the retaining pin was not seated in the anvil. Before firing the retainer pin should be checked to ensure proper insertion. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. A batch record review was performed and no anomalies were found during the manufacturing process.